Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a routine in-clinic check for patient¿s device for underlying atrial fibrillation, undersensing of p-waves was noted. No atrial fibrillation occurred, however the device was not detecting the small amplitude p-waves due to the current maximum sensitivity setting. Programming changes were made to the maximum sensitivity settings, and p-wave measurement was observed. No further information available.